Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00255 on (B)(6) 2021. Additional information (21-oct-2021): siemens reviewed the available information, and the cause of a falsely depressed enzymatic creatinine_2 (ecre_2) patient result on one patient sample is unknown. Siemens cannot rule out the contributing factors such as sample integrity and preanalytical variables as the potential cause of the event. The atellica ch 930 analyzer is operating as specified. The event required no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform of an initial discordant result on one patient sample. The customer informed siemens that the calibration and quality control (qc) was acceptable at the time of processing the sample. The customer noted no issue with other diagnostic tests performed on the patient. Siemens is investigating the event.

Event description:
The customer obtained a discordant falsely depressed enzymatic creatinine_2 (ecre_2) patient result on the atellica ch 930 analyzer with serial number (B)(4). The customer did not report the result to the physician(s) and used the same sample and analyzer to perform repeat testing. The repeat result was higher, and the customer noted that the result was considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.